Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained about the system controller getting hot while connected the mobile power unit (mpu), and not feeling well. The clinic noted the log files looked stable. Log files were submitted for review and captured no unusual events. The times that were marked showed a system controller temperature of 45 degrees celsius which was reached multiple times in the file. The system controllers' normal temperature operating range was 30 to 50 degrees celsius.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There were no adverse events associated with the event and the system controller was exchanged which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an overheating system controller (B)(6) was unable to be confirmed. The submitted log files revealed that the system controller¿s internal temperature was observed to be 36-45 degrees celsius, while operating the pump. Per design specifications the controller should not exceed a temperature of 51 degrees celsius. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no notable alarms active and the system appeared to function as intended. Provided information indicated that there were no adverse events associated with the event, that the high temperatures had resolved, and that the mobile power unit would be returned; however, the system controller was exchanged which resolved the issue. Provided information indicated that the controller was disposed of. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. A) section 8 ¿ ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 IFU (rev. A) section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.